Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the hospital after experiencing syncope where the patient possibly broke her ankle. A remote interrogation was performed and boston scientific technical services (ts) was consulted for review. Upon review an episode of atrial tachy response (atr) mode switch that last around two minutes was observed. Further review found right atrial (ra) undersensing on the electrogram (egm) and an atrial tachycardia episode that was causing the pacemaker to pace at the maximum tracking rate of 120 during most of the two minute stored episode. Ts discussed possibly changing the blanking settings for optimization and evaluation of atrial sensing. The field representative contacted the clinic and found that in the past the physician had ordered sudden brady response to be turned on due to possible orthostatic vasovagal component. The clinic also noted that two weeks earlier the p wave measured 5.2 millivolts and oversensing of noise was seen on the atrial channel, thus the atrial sensitivity had been programmed at 0.6 millivolts. The pacemaker and ra lead remain in service and no additional adverse patient effects were reported.